Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that the charging voltage was within range, however the battery voltage was below 22 volts. The fse stated the battery was defective and needed to be replaced. The customer did not choose to repair the device using getinge equipment. Customer ordered local 3rd party batteries.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid.

Event description:
N/a.

Event description:
It was reported that during routine check, the cardiosave intra-aortic balloon pump (iabp) is not working on battery. There was no patient involved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.